Event description:
A customer reported that their pump's touchscreen was cracked and shattered, rendering it unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. To address the issue, the customer, who was playing a sport when the damage occurred, will use multiple daily injections to ensure continuous insulin delivery. Technical support confirmed the pump's warranty status and arranged for a replacement, guiding the customer on how to put the current pump into storage mode and return it with a pre-paid label within 10 days to avoid any charges. The customer was informed that they would need to program their pump settings and connect their continuous glucose monitor to the replacement pump.